Manufacturer narrative:
This report is being supplemented to provide additional information received as reflected on b5. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Additional information was received from an olympus representative on behalf of the customer. The ultrasonic bronchofibervideoscope used in the event was confirmed to be manufactured by olympus. There was reportedly no allegation or malfunction of the scope. However, as the scope was not returned for evaluation, the root cause of the event cannot be determined at this time and will, therefore, still be reportable as a serious injury and malfunction.

Event description:
The customer reported through an olympus representative that no retrieval attempt was made as the patient had become alert and the scope had been removed. The procedure was not prolonged. The patient was comfortable, stable with no ill effects and will be followed up the consultant team.

Manufacturer narrative:
This report is being supplemented to correct b5. The information in b5 was inadvertently left out in the previous supplemental report.

Event description:
An olympus representative reported to olympus on behalf of the customer that an endoscopic bronchial ultrasound probe balloon was found missing after the scope was removed from a patient. The balloon was reportedly inflated once during the endoscopic bronchial ultrasound and was definitely attached and present prior to it. A chest x-ray was done, and the physician felt they could not see anything stand out. The customer did want to verify if the balloon tip was radiopaque. The location of the balloon remained unknown but may still be in the patient. Additional information has been requested regarding this event. Although the scope used at that time is unknown, it is highly likely that an olympus ultrasonic bronchovideoscope was used for the procedure. This is related to the complaint under patient identifier: (B)(6), which involves the bronchovideoscope.

Manufacturer narrative:
The suspect device has not been returned to olympus at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Event description:
Additional information was received through a manufacturer incident report submitted by the customer. All safety checks were completed pre- procedure. The patient was comfortable, stable, and fit for the procedure. The scope was prepared and checked by the staff and was deemed to be usable. The procedure was carried out and required samples were obtained. The patient tolerated the procedure well. The ultrasound probe contact balloon was noted to be missing during cleaning of the scoping equipment. The patient appeared comfortable and stable with no immediate ill effects.

Manufacturer narrative:
Updated fields - b5, h6, h10 this report is being supplemented to provide additional information received from the customer as reflected on b5 and based on the legal manufacturer's final investigation. The subject device was not returned to olympus because the detached balloon might still be in the patient. Therefore, the reported phenomenon and condition of the subject device could not be confirmed. The product was / could be the cause of the reported incident. The subject device was manufactured in august 2022 based on the provided 3-digit lot information. The manufacture date could not be identified since the subject device has only 3-digit lot information. The device history record for the lot indicated no anomaly with the event-related items. The instructions for use (IFU) indicated the following: "·never inflate the balloon to a diameter of more than 20 mm when using the endoscope in the trachea. This could result in suffocation of the patient. ·never withdraw the endoscope while the balloon is still inflated. Otherwise, the balloon may burst or come off the distal end of the endoscope. If the balloon cannot be deflated, insert the channel cleaning brush (bw-400b) into the irrigation port. Using slow, short strokes, carefully feed the brush to remove debris. After that, the balloon can be deflated. ·when withdrawing the endoscope, make sure that the balloon is completely deflated, using the ultrasound image and endoscopic field of view. Withdrawing the endoscope while the balloon is inflated could result in patient injury. ·always lubricate the balloon before insertion. Otherwise, the balloon could rupture or come off. This could result in patient injury." The exact cause of the detachment of balloon could not be identified. However, it can be inferred that the following device handling by the user might have contributed to the event: ·it was possible that the balloons might have not deflated completely when the endoscope was withdrawn from the patient. ·the balloon was not lubricated. Olympus will continue to monitor field performance for this device.